Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her blood glucose level was high. Her blood glucose level was 543 mg/dl. She corrected her blood glucose level with the insulin pump but it did not come down. Small air bubbles were visible along the tubing. The insulin pump had a crack near the esc button and the reservoir chamber window. The device was not returned.